Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited out of range impedance measurements and a fracture on the shocking coil was suspected. The physician has opted to monitor the situation. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.